Manufacturer narrative:
Corrected the patient codes to reflect cardiac arrest.

Event description:
The user is questioning the "no shock advised" notification given during a patient use event. The patient outcome is unknown.